Manufacturer narrative:
Investigation summary: no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported while using bd alaris smartsite low sorbing secondary set components separated. There was no report of patient impact. The following information was provided by the initial reporter: tubing disconnected from the drip chamber when filling the bag with saline.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris smartsite low sorbing secondary set components separated. There was no report of patient impact. The following information was provided by the initial reporter: tubing disconnected from the drip chamber when filling the bag with saline.